Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 1550757: (B)(6) items manufactured and released on 09 february 2016. No anomalies found related to the problem. To date, we registered 1 similar event on this lot. Visual inspection performed by r&d product manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly or wear of the instrument, however this cannot be confirmed.

Event description:
During the surgery the offset-30° broach handle broke while the surgeon impacted the broach. The ball detent bearing on the lever handle came out.